Event description:
A reported incident involving a primary plum set, unusual light brown scattered sediment was observed in the last 3¿4 inches of the 17-inch extension with a 0.2-micron filter connected to the patient intravenous lock port. The discoloration and sediment were noted while the patient was receiving an infusion. There was patient involvement with no injury reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.